Event description:
Customer reported a communications failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. Sys operates as intended.